Manufacturer narrative:
Analysis was unable to confirm the customer comment that the touch screen was defective. It was found that the touchscreen was working correctly, no abnormalities were found. It was identified that the hasp latch of the liquid crystal display (lcd) was broken, and the rear cover lcd was cracked. The right keyboard hinges were broken, the bullet assy was missing. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was defective. No patient complications have been reported as a result of this event.